Event description:
It was reported the customer was hospitalized with high blood glucose. Date of admission was (B)(6) 2014. Blood glucose at the time of admission was 600 mg/dl. The customer stated she had woken up with a blood glucose of 300 mg/dl. She was bolusing throughout the day but her blood glucose remained high, leading to her hospitalization. The customer was wearing the insulin pump at the time of admission. The nurse stated they would call back to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).